Event description:
It was reported that ventricular assist device (vad) exhibited low flow alarms and the patient stated there was a strange pumping sound. Physical examination revealed a red mark on the skin over the xiphoid and an abnormal pumping sound was detected with the stethoscope. Upon further inquiry, the patient explained that the had received a "blow" to the xiphoid. This caused a hematoma to form under the xiphoid which compressed the outflow graft. A computerized tomography (CT) scan and angiography confirmed that finding and additional revealed incipient thrombosis at the anastomosis which obstructed flow. The patient was treated with "therapy", and a stents were placed at the compression site and the anastomosis. The vad and outflow graft remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿outflow graft model #: 1125 / catalog #: 1125 / expiration date: unk / serial or lot#: unknown UDI #: asku device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun h4: mfg date: unk labeled for single use: no (B)(4). Additional information has been requested regarding the out flow graft lot number, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Additional products: 2002669053 ¿ outflow graft h6: FDA method code(s): b14 h6: FDA results code(s): c19 product event summary: ventricular assist device (vad) (b0(6) and the associated outflow graft (lot: 2002669053) were not returned for evaluation. Review of the manufacturing and inspection documentation confirmed that the associated devices met all requirements for release. The reported low flow alarms event was confirmed via log file analysis which revealed a sharp decrease in power consumption and estimated flow on 30-oct-2022 leading to parameters below normal operating range. 227 low flow alarms have been logged since 30-oct-2022. The reported ¿abnormal pumping sound¿ event could not be confirmed due to insufficient evidence. Based on the risk documentation, the reported " abnormal pumping sound" event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Information received from the site indicated that in addition to the low flows and ¿abnormal pumping sound¿ the patient presented with a red mark on the skin over the xiphoid. Upon further inquiry, the patient explained that he had received a blow to the xiphoid. This caused a hematoma to form under the xiphoid, which externally compressed the outflow graft. A computerized tomography (CT) scan and angiography confirmed that finding and additionally revealed incipient thrombosis at the anastomosis, which obstructed flow. A stent was placed at the compression site and the anastomosis. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental is being submitted for additional information. Product event summary: ventricular assist device (vad) (B)(6) and the associated outflow graft (lot: 2002669053) were not returned for evaluation. The reported low flow alarms event was confirmed via log file analysis which revealed a sharp decrease in power consumption and estimated flow on (B)(6) 2022 leading to parameters below normal operating range. 227 low flow alarms have been logged since (B)(6) 2022. The reported ¿abnormal pumping sound¿ event could not be confirmed due to insufficient evidence. Based on the risk documentation, the reported " abnormal pumping sound" event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Information received from the site indicated that in addition to the low flows and ¿abnormal pumping sound¿ the patient presented with a red mark on the skin over the xiphoid. Upon further inquiry, the patient explained that he had received a blow to the xiphoid. This caused a hematoma to form under the xiphoid, which externally compressed the outflow graft. A computerized tomography (CT) scan and angiography confirmed that finding and additionally revealed incipient thrombosis at the anastomosis, which obstructed flow. A stent was placed at the compression site and the anastomosis. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: 2002669053 ¿ outflow graft h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Updated additional product: d1: heartware ventricular assist system ¿outflow graft expiration date: 28-feb-2021/ serial or lot#: (B)(6) UDI #: (B)(4) h4 device mfg date: 28-feb-2019 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.